Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, a lens defect was found, the surgeon then cut the lens to remove it and replace it with another iol. She reported pain during the procedure. Following the procedure she has had pain at times, light sensitivity and her vision is not clear ¿like looking through a fog¿ and having difficulty driving. Additional information was provided by the technician, that according to the surgeon, an iol was implanted in the sulcus due to a posterior capsule tear and that there was an increased intraocular pressure (iop) on the first day postoperative requiring treatment. The technician provided further clarification from the surgeon, explaining that the posterior capsule tear occurred during irrigation and aspiration before there was any contact with an iol. The lens was placed in the eye without an issue and remains implanted. According to the surgeon the increased iop was most likely due to residual viscoelastic.